Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose was 8.9 mmol versus 6.1 mmol by lab within 10 minutes, with a difference of 46%. Pt did not experience any adverse events. No further info has been reported.